Event description:
It was reported that during a spinal procedure at the user facility the device became clogged, resulting in backflow of the patient's fluids into the sterile field. The fluids that entered the surgical site were the patient's own fluids which had only been in contact with the sterile tubing attached to the device. The site was flushed with saline to clean the area. No antibiotics were administered. No further medical intervention or adverse consequences were reported. The procedure was completed successfully.

Manufacturer narrative:
The manifold is a single use device and therefore will not be returned to the user facility.

Event description:
It was reported that during a spinal procedure at the user facility the device became clogged, resulting in backflow of the patient's fluids into the sterile field. The fluids that entered the surgical site were the patient's own fluids which had only been in contact with the sterile tubing attached to the device. The site was flushed with saline to clean the area. No antibiotics were administered. No further medical intervention or adverse consequences were reported. The procedure was completed successfully.